Manufacturer narrative:
(B)(4). Motor error alarm during rewind due to corroded motor home switch. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.